Event description:
A right femoral vein tear/perforation occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the patient had a tortuous right femoral vein, as well as a surgical adhesion from previous prostate surgery. During insertion of the fxd double curve sheath with the versacross dilator, there was not adequate tension on the guidewire and as they advanced the dilator and sheath into the vessel, the wire buckled, and it is thought that that was when there was a right femoral vein tear/perforation. This was confirmed at the end of the procedure during a contrast injection in the right femoral vein. The patient was given protamine, and a balloon tamponade was performed. Physician implanted a covered stent and subsequent contrast injections did not indicate a contrast leakage outside of the vessel. No effusion was noted prior to or after the procedure. The patient has fully recovered and has been discharged next day. Product is not expected to return for analysis (disposed). It has been further mentioned that it wire that buckled was the versacross rf wire. The dilator had the wire extended into the inferior vena cava (ivc). Act was therapeutic throughout the procedure. Physician does not believe the wire malfunctioned.

Manufacturer narrative:
The device have not returned for analysis, however, the reported allegation of perforation was confirmed based on the media provided. The reported allegation of rf wire was not confirmed from media provided. Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - for use by uf/imported and h - device manufactures only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.

Event description:
A right femoral vein tear/perforation occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the patient had a tortuous right femoral vein, as well as a surgical adhesion from previous prostate surgery. During insertion of the fxd double curve sheath with the versacross dilator, there was not adequate tension on the guidewire and as they advanced the dilator and sheath into the vessel, the wire buckled, and it is thought that that was when there was a right femoral vein tear/perforation. This was confirmed at the end of the procedure during a contrast injection in the right femoral vein. The patient was given protamine, and a balloon tamponade was performed. Physician implanted a covered stent and subsequent contrast injections did not indicate a contrast leakage outside of the vessel. No effusion was noted prior to or after the procedure. The patient has fully recovered and has been discharged next day. Product is not expected to return for analysis (disposed). It has been further mentioned that it wire that buckled was the versacross rf wire. The dilator had the wire extended into the inferior vena cava (ivc). Act was therapeutic throughout the procedure. Physician does not believe the wire malfunctioned.